Event description:
It was reported by the rep that the (1) 35os was used during a laparoscopic cholecystectomy procedure. It was reported that the device did not work. No other details available. The case was completed with another instrument with no pt consequence.